Event description:
The customer reported that an 840 ventilator was giving inaccurate oxygen readings while in pt use. The pt was removed from the 840 ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the oxygen sensor. The unit passed all tests. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).